Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). Calibration signals were lower than expected. Quality controls were within range; therefore, a reagent or analyzer issue can be ruled out. No relevant alarms were observed on the day of the event. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys cea on a cobas e 801 analytical unit. The sample initially resulted in a cea value of 135 ng/ml. New samples collected from the patient were tested for cea at different laboratories on both roche and competitor systems and the results were within expected reference ranges. Specific results could not be provided. The complained sample was repeated on (B)(6) 2025, resulting in a cea value of 1.42 ng/ml. The repeat value was deemed correct by the physician.

Manufacturer narrative:
The investigation determined the issue is consistent with insufficient pre-analytic sample handling.